Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
Note: this report pertains to the second of three hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2011-00191 and 1222780-2011-00192. Following a hysteroscopy and sounding the physician tried several times to seat the novasure disposable device during an endometrial ablation. Due to several unsuccessful cavity integrity assessment (cia) tests she performed a hysteroscopy. The physician did not see a perforation but said she felt she had perforated the uterus. The novasure procedure was aborted and the pt was discharged home. A sounding was done with both a metal sound and hologic's suresound prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.